Manufacturer narrative:
The product has been returned to masimo for evaluation. When the investigation is complete a follow up report will be submitted.

Event description:
The customer reported rad-8 display lights are not working properly. States alarm does not sound properly, as if it was 'dead or damaged'. No patient impact or consequences reported.

Manufacturer narrative:
UDI# (B)(4).

Manufacturer narrative:
Additional manufacturing narrative: other, additional manufacturing narrative (if other): the returned device was evaluated. The unit was able to power on using ac power but shuts down within approximately 30 seconds. The device would not operate under battery power. When powered on the display was fully functional and sound functioned normally. Internal inspection isolated the reported failure to a defective solder joint on the power supply. As a result, the battery was unable to charge or power the device for operation. A service history record review reveals that this unit was in the field for over two (2) months with no previous reported issues related to this reported event.